Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure there was no ultrasound. The system primed as normal. No system message was displayed. The case was completed with no patient harm. Additional information has been requested and received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon review of information provided it was noted that the reported event occurred sometimes.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).